Manufacturer narrative:
The instructions for use (IFU) specifies, the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: proximal aortic neck angulation not greater than 60° and a minimum aortic neck length of 15mm. Additionally, the IFU specifies, adverse events that may occur and/or require intervention include, but are not limited to: endoprosthesis: occlusion, occlusion of device or native vessel a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a right common iliac artery aneurysm; and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. On (B)(6) 2019, the patient underwent follow-up computed tomography which showed the ipsilateral leg on the left side was totally occluded and fully blocked at the level of the bifurcation, and extending distally down the length of the device. Imaging depicted filling from both the external and internal iliac arteries at the iliac bifurcation. There was no aneurysm enlargement reported. The patient was reported to be asymptomatic and previously follow-up imaging had always shown all devices to be patent. There is no reintervention scheduled for the patient.